Event description:
It was reported that intermittent malfunction alarms occurred. Customer's blood glucose level was 316 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.